Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The surgeon commented that the prosthesis had worked and allowed the bone to continue to grow at the growth plate. As a result the patient has become more active and he believes that this is related to the fracture. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular proximal femur implant (k121056).

Event description:
It was reported by a surgeon that the patient requires a revision procedure due to a fracture of the component. The surgeon commented that the patient is very active.

Manufacturer narrative:
Review of the device history records indicates that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. An x-ray review confirmed the reported bone fracture at the femoral stem tip. There is no indication that, on the imaging provided, the observed bone fracture was device related as no device or manufacturing related issues can be seen. The exact root cause could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants (siw). Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device was in-situ for 5 years and the observed bone fracture could be as a result of the patient outgrowing the implant which was designed for this patient in 2009 and the surgeon has indicated that the patient has grown significantly in that time. Also the prosthesis has worked and allowed the bone to continue to grow at the growth plate. As a result the patient has become more active and he believes that this is related to the fracture. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Common device name/product code was corrected from "proximal femur implant" to "limb salvage system/kro".

Event description:
It was reported by a surgeon that the patient requires a revision procedure due to a fracture of the component. The surgeon commented that the patient is very active. This is a supplemental report to 3004105610-2014-00208 ((B)(4)).